Manufacturer narrative:
Rapidport ez strain relief. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Based on the serial number provided, the connecter type is assumed to be a rapidport ez strain relief. If returned, visual examination may confirm or determine another taper type associated with this event. Device labeling addresses the reported event as follows: precautions: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant. Care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. When adjusting band volume, take care to ensure the radiographic screen is perpendicular to the needle shaft (the needle will appear as a dot on the screen). This will facilitate adjustment of needle position as needed while moving through the tissue to the port. Failure to enter the port with the needle perpendicular to the port may cause damage to the access port and result in leaks. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system had revision surgery due to "band would loose fluid slowly after a fill. Patient said they had no restriction after a couple of days." Device removed.

Manufacturer narrative:
Device summary evaluation: a visual examination was performed on the returned rapidport ez with strain relief. Yellow particles were noted on the strain relief and port tubing. Port septum was noted to be discolored, as it was blue in appearance. Orange particles were noted on the port housing and the port holes. The anchors on the port base were noted to be deployed. Blue particles were noted on the inner surface of the band shell. Band shell was noted to be discolored, as it was blue in appearance. Band tubing was noted to be discolored, as it was light blue in appearance. Port was removed from the band at the ss connector for device testing. Ss connector was visible at the end of the band tubing. A port leak test was performed, and no leakage was noted. An air leak test was performed, and no leakage was noted. A fill inspection test was performed, and no blockage was noted when colored di water was passed through the port septum and tubing. One separation was noted on the buckle strap, and one partial separation was noted on the buckle. Both end of the partial separation on the buckle were noted to have striated edges, consistent with damage from a surgical end cut to remove the device. Both ends of the separation on the buckle strap were noted to have striated edges, consistent with damage from a surgical end cut to remove the device. Blue particulate matter was noted on the inner surface of the balloon shell. Yellow particles were noted on the outer surface of the band ring. See standard pic 6. Yellow particles were noted to be covering approximately 40% of the inner surface of the strain relief. Needle marks were noted on the port septum. Non-penetrating nicks/marks were noted on the port housing, near the port septum. Black and brown particulate matter were noted in the port holes. See standard pic 11. Yellow particulate matter was noted to be covering approximately 40% of the port base.